Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the electrode belt cable connecting ECG c and ECG d was severed and missing. The root cause for the severed and missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to complete incoming functionality testing.